Manufacturer narrative:
A maquet service technician was on-site and inspected the product in question. It turned out that a non-maquet product (back plate) was connected to the maquet operating table. This non-maquet product collapsed and caused the patient to fall. The anesthetist caught the patient with assistance of the team present. The patient was then removed on a replacement operating table and the procedure was finished. There was no malfunction of the maquet product. Injury of patient: laceration about 4 to 5cm. Located on the back of head, was sutured. Patient outcome: the patient is fine, he is fit and up and was discharged from the hospital. Maquet (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report.

Event description:
The customer reported that during a surgery, the back plate of the operating table dropped and the patient fell from the table, resulting in a laceration to the head. Manufacturer reference #: (B)(4).

Event description:
(B)(4).